Manufacturer narrative:
(B)(4).

Event description:
It was reported starting about six months prior the patient's stimulator had been turning on randomly by itself. It was noted the patient thought it occurred approximately a couple times a month. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient saw her doctor on (B)(6), 2013, and her doctor confirmed there was nothing wrong with her implantable neurostimulator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that when the patient got out of her car and stood up her device turned on. The patient noted that she could be ¿standing up here in the kitchen and it¿ll hop on.¿ the patient noted she had the device off when she walked or drove because she could not perform those functions with the device on. The patient had the device on when she slept.

Manufacturer narrative:
Concomitant medical products: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1997. Product type: programmer, patient: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997. Product type: extension: product ID 3888-28, lot# l44897, implanted: (B)(6) 1997. Product type: lead. (B)(4).

Event description:
Additional information received reported that reprogramming was done successfully. There were no malfunctions seen and the cause of the event was not determined. No interventions were performed. The patient was reportedly fine and receiving therapy.